Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia and hyperglycemia. Customer's blood glucose value was 2.2 mmol/l at the time of the incident. Another blood glucose level was 17.4 mmol/l. And 15 mmol/l. The customer was alleging insulin pump for under delivery because after dinner they gave correction but blood glucose was getting high. Customer also reported leak at connection of tubing and reservoir. The customer was treated high blood with insulin pump. Displacement test on insulin pump was successful. Troubleshooting for high blood glucose was performed and customer declined troubleshooting for low blood glucose. The reservoir will not be returned for analysis.